Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: indication of use of the product: why was the product used during the initial procedure? Unknown. Date and exact name of initial procedure (partial or total thyroidectomy)? (B)(6) 2018, total thyroidectomy. Where exactly was the product used: powder was used on tissue after thyroid was removed. Was excess product irrigated/removed after receiving hemostasis, during the procedure? Irrigation was not used. Onset of seroma: unknown. What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) not available. What is the patient¿s current status? Unknown. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a that post op to a total thyroidectomy procedure on (B)(6) 2018 and absorbable hemostat was used. After the procedure, the patient experienced a seroma. The doctor aspirated 65 cc of serous fluid at the bedside at the first admission. At the second admission, the 170 cc of serous fluid was aspirated. On a third admission on (B)(6) 2018, 55 cc of serous fluid was aspirated. The patient was discharged after each aspiration.